Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : no observed . Additional observations: crease flat observed on the device. White particles observed on the device. Deformation observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture per MRI. Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.